Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected troponin I results were obtained from a single patient sample and a known troponin I free sample when tested using vitros troponin I es (tropi es) reagent on a vitros xt 7600 integrated system. The assignable cause is instrument related. It was established that the customer was not performing routine cleaning and maintenance on the vitros xt 7600 integrated system in line with ortho guidelines. Within run diagnostic precision testing was performed on two separate occasions. Testing on (B)(6) 2024 carried out by the customer was outside ortho guidelines indicating that the vitros xt 7600 integrated system was not performing as expected around the time of the event. An ortho field engineer (fe) went on site and performed service actions including a deep cleaning of the microwell incubator as it was found to be contaminated in various areas (fob, well weight, shuttle body and incubator rings). Following the service actions, the ortho fe performed a 30 replicate diagnostic within run vitros tropi es precision test on the instrument and acceptable results were obtained indicating that service actions have returned the vitros analyzer to expected performance. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 5380.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report non-reproducible, higher than expected troponin I results were obtained from a single patient sample and a known troponin I free sample when tested using vitros troponin I es (tropi es) reagent on a vitros xt 7600 integrated system. Patient 1 result of 0.058 ng/ml versus the repeat result of 0.027 ng/ml tropi free sample result of 0.113 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es result was reported from the laboratory. The physician questioned the tropi es result and repeat testing was performed on the same sample and a new sample drawn from the patient the next day. The customer reported out the tropi es <0.012 ng/ml from the new sample drawn from the patient. There was no allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).